Event description:
During an interventional coronary stent procedure the wire tip fractured off the shaft of the wire. The cardiologist attempted to retrieve the detached tip, was unsuccessful, and the tip lodged in an artery in the pt's right lower extremity. On the same case a stent became dislodged from the stent balloon. The stent was found in the tuohy adaptor and was removed from the pt without incident.